Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, prime, excessive no delivery, occlusion, self test and unexpected restart error tests. The pump passed all operating currents tested within the specification range and passed the off no power tests. The pump was monitored and tested with no iop test failure alarm noted. The pump was received with cracked battery tube threads, a broken reservoir tube lip, a cracked case near the display window corners, a crack on the display window and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received iop test failure alarm on their device multiple times. The customer's blood glucose level was reported to be 205.2mg/dl. It was reported that the pump would be replaced and returned for analysis.